Event description:
Correction: the event occurred during a cystoscopy, ureteroscopy, and laser lithotripsy procedure while attempting to retrieve a 3mm left, distal, ureteral stone. The user captured the stone with the basket and while the device was being retracted through the ureter, the tip of the basket separated. After the stone was fragmented with a laser in the ureter, a new basket was used to retrieve the fragmented stones and the separated basket tip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: corrected information available. H6: health effect - clinical code (annex e). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure the basket of an circle tipless stone extractor broke inside the patient. A 0.035 in guidewire was inserted to the left ureteral orifice and advanced to the renal pelvis. A semirigid ureteroscope was inserted alongside the wire and the stone was encountered. A soft wire basket was used to engage the stone, and the stone was attempted to be removed. The basket broke, and the stone remained in the ureter. A 200-micron meter holmuim laser fiber was used to fragment the stone into multiple pieces. A second basket was used to remove the stones with multiple passes up and down the ureter. The broken basket piece was snared with the new basket and removed intact. The complainant has not reported any adverse effects on the patient due to this occurrence. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 ¿ occupation: materials manager. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d3 and d9. Investigation ¿ evaluation: as reported, during an unspecified procedure the basket of an ncircle tipless stone extractor broke inside the patient. A 0.035 in guidewire was inserted to the left ureteral orifice and advanced to the renal pelvis. A semirigid ureteroscope was inserted alongside the wire and the stone was encountered. A soft wire basket was used to engage the stone, and the stone was attempted to be removed. The basket broke, and the stone remained in the ureter. A 200-micron meter holmuim laser fiber was used to fragment the stone into multiple pieces. A second basket was used to remove the stones with multiple passes up and down the ureter. The broken basket piece was snared with the new basket and removed intact. The event occurred during a cystoscopy, ureteroscopy, and laser lithotripsy procedure while attempting to retrieve a 3mm left, distal, ureteral stone. The user captured the stone with the basket and while the device was being retracted through the ureter, the tip of the basket separated. After the stone was fragmented with a laser in the ureter, a new basket was used to retrieve the fragmented stones and the separated basket tip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One device returned in a ziploc bag with original label. - the yellow support sheath was split at the handle. As the device was returned loose in a ziploc bag and not in the original shipping tray, it is possible the sheath damage occurred during return of the complaint device. - one of the 4 basket wires was broken in two locations, once near the tip of the basket and once. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found one possibly related non-conformance reported for this failure mode. All devices are pull tested to ensure integrity of the basket assembly. The one device that failed the tensile test was scrapped. All other devices in the lot passed the tensile test. One device failure from the rest devices tested was not sufficient evidence to indicate other nonconforming product existed in the lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions: · the device is conductive. Avoid contact with any electrified instrument. · enclose the device in the sheath before removing from the tray/holder. · do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. The returned device was found to be severely damaged: 1. The yellow support sheath was split at the handle. As the device was returned loose in a ziploc bag and not in the original shipping tray, it is possible the sheath damage occurred during return of the complaint device. 2. The basket wires were broken. Multiple wires were broken, with the ends having a melted appearance, indicating exposure to a laser or other electrified instrument. The IFU supplied with the device includes a precaution that the device is conductive and to avoid contact with any electrified instrument. 3. The basket had separated from the device. Both of the wires proximal of the basket component were broken. All basket assemblies are pull tested during manufacturing to ensure integrity of the basket assembly. It is likely that excessive force was applied to the device during use, causing the wires to break. The IFU supplied with the device includes a precaution to not use excessive force to manipulate this device as damage to the device may occur. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the user made inadvertent errors during use of the device that resulted in the damage observed on the returned complaint device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.